Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair, t1 of the fast-fix broke off. All the pieces were removed from the patient by tweezers. Patients bone quality was normal. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Event description:
It was reported that during a meniscus repair, t1 of the fast-fix broke off. All the pieces were removed from the patient by tweezers. Patients bone quality was normal. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported. It was reported that during a meniscus repair, t1 of the fast-fix broke off. All the pieces were removed from the patient by tweezers. Patients bone quality was normal. The procedure was completed with a s+n back up device. There was no delay and no further complications were reported.

Manufacturer narrative:
H6, health effect - impact code field was updated. E1, name prefix/title was added. H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned outside of original packaging. The anchors and suture were not returned with the device. No physical damage visible to the device. A functional evaluation revealed the actuator tip and actuator function as intended. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Per case details, the broken pieces were retrieved from the patient. The procedure was completed using a back-up device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found a material certificate of analysis is required. No containment or corrective actions are recommended at this time.